Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment was cracked, and the battery cap was unable to secure onto the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/02/2015 device evaluation: the device has been returned and evaluated by product analysis on 06/17/2015 with the following findings: there were unexplained pump reboots observed in the black box. The battery compartment was cracked above and below the bumper pad. The returned battery cap had stripped threads and was unable to fully attach to the pump; pump reboots were duplicated with returned battery cap. A new test battery cap was able to carefully attach to the pump and was used to complete a 24hr duration test with no power interruptions duplicated during that time. The pump cover was removed and no evidence of internal moisture or damage to the power circuit was found. Unrelated to the original complaint, the display screen had a pinkish contrast. Also unrelated, the keypad was peeling up at the contrast key. All keys were fully responsive to user presses. The keypad cover was removed and no contamination was found under the button contacts.